Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Initial reporter phone number:(B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the incomplete lead, stim end lead segment had all its internal wires broken, that would cause high impedances. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.